Event description:
The option ivc filter legs did not open, the filter had to be retrieved, then new filter was replaced.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Corrected information provided in d.4. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A review of the sample returned by the customer was performed. One sealed sample and one opened sample were returned. The customer returned the pusher wire and the cartridge. The were was no damage found to the returned product. The customer did not return the filter and without the filter, it is not possible to evaluate the filter expansion defect reported by the customer. Therefore, the complaint could not be confirmed. Since the complaint could not be confirmed, no further evaluation or corrective action is required at this time.